Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and guide break were confirmed. The foot movement issue could not be confirmed due to the condition of the returned device. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The patient effect of vascular injury (tissue injury) is listed in the proglide IFU as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
Subsequent information received: returned device analysis noted biological materials in the guide tube and around the foot area. Follow-up with the account reported that the foot of the device was not able to close. It was tried to move the device slightly into the anatomy hoping that the foot could be closed then. It was reported the due to the manipulation that caused the guide break lead to the biological materials in the guide tube around the foot area. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using a proglide device via an abbott ultimum 6f sheath using the pre-close technique prior to an interventional impella assisted aortic trunk stenosis procedure. No imaging of the access site was preformed. Reportedly, a "cuff miss" [suture retrieval issue] occurred. The lever was closed but the proglide device could not be removed from the patient anatomy. The lever was opened and closed several times, but the proglide device could not be removed. The device broke between the proximal and distal guides but remained attached via the actuator wire. Scissors was used to separate the proximal guide from the distal guide. A cutdown was performed to retrieve the distal guide and hemostasis was achieved via surgical suturing. There was no adverse patient sequela. Several hours later the aortic stenosis procedure was performed. No additional information was provided.